Event description:
A customer reported to baxter (B)(4) of a flo-gard set that was breaking away at the bottom of the giving set during priming of the drug tetraspan. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported two (2) flo-gard sets that had a crack in between the drip chamber and the tubing. Only one (1) actual sample was available at the plant for evaluation. Visual inspection confirmed that the tube was disconnected from the chamber. The root cause of the reported condition was undetermined. The other actual sample was not sent in for an evaluation. Therefore, the reported condition could not be confirmed. The cause of this condition was not identified. Additional information: clarification obtained regarding the original statement regarding the "breaking away at the bottom of the giving set." It is reported that the hospital had spiked the set and observed a crack where the fluid chamber ends and the tubing begins. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number